Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, power on self test and a review of the alarm log were performed. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-22 alarm. (Malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains). The identified condition was before use. There was no patient involvement. No additional information is available.